Event description:
A malfunction code was reported by the customer, but it did not result in an adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the process. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappears. There was an acknowledgment and understanding of the instructions by the customer.